Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete from 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that during implantation, the surgeon noticed that the stem fits too loosely and inserted a different size stem.